Event description:
The manufacturer received information alleging a ventilator had high leak volumes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs replaced to address the issue.